Event description:
It was reported that during a non-tortuous, mildly calcified, proximal, left anterior descending artery stenting procedure, predilation was completed and a xience v rx stent delivery system (sds) was advanced without difficulty. The balloon was inflated and it was reported that the inflation device would not register the atmospheres. The inflation device was changed to a new inflation device and the balloon would still not inflate. The inflation device was pulled negative and there was no blood return into the device noted. Suspecting a balloon rupture, the physician started to remove the xience v rx sds and noticed the stent appeared slightly deployed on angiogram. It was decided to quickly attempt to inflate the balloon one more time and even though the balloon atmospheres did not register on the inflation device, the stent was deployed, but not apposed to the vessel wall. The sds met some resistance with removal, but the sds was removed without issues and two nc trek balloons were used to appose the xience v rx stent to the vessel wall successfully and complete the procedure. There were no adverse patient effects or no significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). The complaint device was returned for analysis and the reported inability to inflate the sds/difficulty deploying the stent could not be confirmed. The reported difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product quality deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Additionally, a review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.